Manufacturer narrative:
Information for section a1, a4 were not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.